Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as low as 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with a glucagon shot and food. Customer advised they went off of the insulin pump and were on manual injections due to not knowing their blood glucose went low. Customer had a serious reaction to the insulin and felt the insulin pump did not properly function. Troubleshooting confirmed the insulin pump functioned properly. Customer was advised to follow up with their healthcare provider and call back if issues persist.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads. A high pitched motor noise anomaly was noted during the rewind and displacement tests due to a faulty motor.